Event description:
The customer stated that she has been hospitalized twice due to hyperglycemia. The customer stated that she feels her problems are a result of the training she received on the insulin pump. Troubleshooting could not be performed because a reservoir was not available at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.